Manufacturer narrative:
A photo was returned and reviewed; no conclusions can be drawn from the photo. There have been no other complaints reported in the lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info was requested; a completed questionaire was received.

Event description:
A surgeon reported scratches were observed on the intraocular lens (iol) following iol implant surgery. The surgeon stated fractures were noted on the cartridge used to implant the iol. The damaged cartridge was believed to be the cause of the scratches seen on the implanted iol. There was no difficulty in the loading and handling of the iol prior to inserting it into the cartridge. The iol remains implanted in the pt's eye because there was no back-up lens available at the facility during the initial procedure. The iol will not be explanted; the intervention could be traumatic for the pt. The pt's prognosis is "unk".